Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the two patients were submitted for investigation and the customer results were reproduced. No interfering factor to the fab2 fragment or ruthenium label could be identified.

Event description:
The customer received questionable high thyrotropin (tsh) results for two patient samples from the cobas 6000 (B)(4). Patient 1: the initial result was 7.81 miu/l. The customer repeated testing using an edta sample from the patient. On (B)(6) 2015, the result on the cobas e601 analyzer was 7.53 miu/l. On an abbott architect the result was 5.38 uiu/ml. The customer recalibrated the tsh assay and repeated testing. The tsh results were 7.78 miu/l and 7.7 miu/l. Patient 2: (B)(6) 2015, the initial tsh result was 5.08 miu/l. Repeat result was 5.29 miu/l. The result from the abbot analyzer was 2.78 miu/l. The questioned results were not reported outside the laboratory. The results from the abbott analyzer were reported. Information concerning if either patient was adversely affected was requested, but it was not provided. From review of the provided calibration data, a general reagent issue was not suspected.